Manufacturer narrative:
The device was evaluated by olympus. The evaluation found spots and scratches on the surface of the screen, the brightness of the screen was low due to long term use and the connector of the qb board was rusty, causing no image. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model oev262h, high definition lcd monitor to olympus for repair due to a report of "dots on the screen." Upon inspection and testing of the returned device, it was found that no image was present due to a broken connector. This report is submitted due to the broken connector and no image. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to rust on the printed circuit board connector. The specific root cause of the rust on the printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.